Event description:
It was reported that the large volume pump module had over infused zosyn. The zosyn dose was 3.375g to deliver at 12.5 ml/hr and 50ml to infuse in 4 hours. The nurse noted that the bag was empty at the 3-hour mark after infusing 100ml. The pump was still infusing as a secondary infusion but at the time they noticed, fluids were coming from the primary infusion bag. The zosyn ivpb was completely empty of all fluids. The nurse reported the line was primed with saline carrier fluid container, and the secondary tubing was primed with the back priming method. They checked I/o at hourly intervals and at 3rd hour, it was noted that the bag was empty. There was patient involvement, but the patient was stable, and vitals were stable.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module had over infused zosyn. The zosyn dose was 3.375g to deliver at 12.5 ml/hr and 50ml to infuse in 4 hours. The nurse noted that the bag was empty at the 3-hour mark after infusing 100ml. The pump was still infusing as a secondary infusion but at the time they noticed, fluids were coming from the primary infusion bag. The zosyn ivpb was completely empty of all fluids. The nurse reported the line was primed with saline carrier fluid container, and the secondary tubing was primed with the back priming method. They checked I/o at hourly intervals and at 3rd hour, it was noted that the bag was empty. There was patient involvement, but the patient was stable, and vitals were stable.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Additional information: imdrf annex b code and manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion of zosyn was not determined because no products or device logs were returned.